Event description:
It was reported that there was noise on the atrial and ventricular channels. Noise was also noted on the ventricular tachycardia episodes. Finally, it was reported that there was t-wave oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary; (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (3 episodes non-sustained tachycardia).

Event description:
Asku